Event description:
The customer stated that he performed 2 control tests and received a result of 205 mg/dl. The normal control range was 89-121 mg/dl. No adverse events were alleged. Further troubleshooting of the system showed it to be operating as designed. No product will be returned for evaluation.